Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 354 (mg/dl). Reportedly, customer stated that they had been exposed to extreme heat. Customer indicated that their bg levels were going down towards target after they changed pump supplies and administered a corrective bolus. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.